Manufacturer narrative:
(B)(4). The rt212 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt212 breathing circuit was returned to fisher & paykel healthcare new zealand for inspection and performance tested to check for leaks. A lot check revealed no other complaint of this type for lot number 110927. Results: the pressure test revealed that the complaint device was able to perform within the production specification and no fault was found with the device. Conclusion: we were unable to replicate the reported fault as no fault was found with the complaint device. All circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions for rt212 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported via a distributor that an rt212 adult breathing circuit was found to be leaking air during ventilator test. This was found prior to patient use.